Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. Customer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. H3 other text : see h.10

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing inability to deliver medication. The following has been provided by the initial reporter: material no: unknown batch no: unknown it was reported that the needle was blocked. Event description per attached email states, " needle blocked".

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing inability to deliver medication. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needle was blocked. Event description per attached email states, "needle blocked".